Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿hard, lump-like nodules," "sore," "tender," and "red swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "contra-indications; juvéderm¿ voluma¿ with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect)."

Event description:
Healthcare professional reported patient was injected in the ¿ck1/ck2 total 0.5 ml each side¿ with juvéderm¿ voluma¿ with lidocaine. Patient has a preexisting scar on the left cheek which the healthcare professional injected around. Twenty-three days later patient reported their left cheek was sore post injection, more than the right. On this date patient was injected to the nasolabial and "melonchtal areas" with juvéderm® volift¿ with lidocaine and there were "no concerns." Approximately 3 weeks later patient noted a large, acne cyst on their chin that was "independent of the injection site." Patient was prescribed keflex but did not yet start it. The next day the patient woke with tender, red, swelling in the left cheek at the juvéderm¿ voluma¿ with lidocaine injection site as well as induration at the injection site generalized over a 2cm area that was firm, pink, and tender. Patient also had hard, lump-like nodules. Keflex was given on this date and there was resolution, however symptoms recurred 2 days after stopping keflex. It was decided to continue 4 more weeks with keflex. Patient had resolution again, however symptoms again recurred prior to completing the antibiotics. Symptoms are ongoing. A laser vein treatment was given around the patient¿s nose 7 days prior to juvéderm¿ voluma¿ with lidocaine injection. Patient had some healing blistering at the time of injection.